Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Product support troubleshooting with customer: -the customer was recommend to inspect the cv3. Provided part number. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports failing extended self-test (est) with error code check valve 3 (cv3) leak (3110). There was no patient involvement.